Manufacturer narrative:
Device evaluated by MFR.: a mustang 6.0 x 120, 135cm was returned for analysis.. A visual examination identified that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied using glycerol/water and a pinhole leak was identified 4mm distal from the proximal markerband. A visual examination found no issue with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
Reportable based on device analysis completed on 28-jan-2022. It was reported that balloon leak occurred. A 6.0 x 120, 135cm mustang balloon catheter was advanced for dilatation. However, during the procedure balloon would not inflate. After withdrawal it was found that there was a leakage of serum and contrast. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed a balloon pinhole.